Manufacturer narrative:
(B)(4). Visual examination of the returned device found a fracture at the distal tip. Device was sent for fracture analysis which revealed plastic deformation and torsional shear markings following a circular pattern around the cannulation. This suggest that the tap underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tap breaking cannot be positively determined. However, the fracture analysis report suggest that the tap underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product shown below was used for a surgery for lumbar canal stenosis performed on (B)(6) 2017. - product name: viper2 5mm self drilling tap - item no: 2867-15-500 - lot no: unknown. The following event occurred during the surgery: tlif (left approach) was performed on l3/4/5 against lumbar canal stenosis. After tlif was performed, screws (unknown item/lot numbers) were placed using pps (percutaneous pedicle screw) for the purpose of fixing l3/4/5 following the process from making a lower hole using j probe (unknown item/lot numbers), placing a guide wire (unknown item/lot numbers) and to tapping. When a screw was inserted to left-l5, the above product was broken and left in the vertebral body due to the severe oa (osteoarthritis) of the vertebral body. Although a surgeon even considered taking out the broken part of the product, only l3/4 was fixed with a rod using pps (percutaneous pedicle screw) eventually because there were not any appropriate instruments for solving this problem and also for the reason that it seemed to be not easy to take it out as it got caught firmly. The incision site was closed with the broken part left in the patient¿s body. Due to the event, surgical time was extended for 45min. Regarding bone adhesion, there might be no problem as the pps was being compressed while inserting it in the approaching side of centrum fixing according to the doctor.